Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly could not be determined in the laboratory. The lead met all electrical test specifications and no anomalies were found.

Event description:
It was reported that during implant there was unacceptable threshold and high impedance after several repositionings. The lead was not implanted.